Manufacturer narrative:
(B)(4). Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle of the juggerknot 1.4 percutaneous kit constantly breaks down during surgery. The crosswise plastic part as well as the upper small tubule both fall apart from the handle. It was not related to a specific lot, but happened several times since the customer is using the device already for more than a year. No patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.